Event description:
It was reported that during preparation for coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was preparing the 2.75x32mm taxus liberte drug eluting stent for deployment when he shaft of the stent broke into two pieces. The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "good/satisfactory." This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.